Event description:
The facility reported to customer service a pump that alarms battery low when charged for 24 hours. This event occurred during customer use with no patient involved. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information was available.

Manufacturer narrative:
Evaluation summary: the reported condition of a pump that alarms battery low when charged for 24 hours was confirmed as depleted batteries. Inspection of the device found that the cause of the reported condition was due to depleted and potentially damaged batteries. The batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.